Manufacturer narrative:
The device history record for the reported lot number, m5356t504, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. The product involved in the report has been returned and is being processed for evaluation. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. All information reasonably known as of 28-mar-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Halyard received a single report that referenced four different incidences, which were associated with separate units, involving four different patients. This is the first of four reports. Refer to 8030647-2018-00208 for the second patient. Refer to 8030647-2018-00209 for the third patient. Refer to 8030647-2018-00210 for the fourth patient. The patient was transferred from the surgery theater to the cardiac intensive care unit (ICU) still intubated and connected to a ventilator for respiratory assistance. When the next assessment and suctioning procedure took place, the catheter dislodged from the thumb control section and stayed behind in the endotracheal tube. The closed suction catheter was removed the patient ventilated and oxygenated and another catheter was placed with the suction process restored and patient stabilized. The saturation levels returned to normal and the patient stabilized with normal ventilation patterns and was doing well. There was no patient injury reported and no medical intervention.

Event description:
Correction: the correct lot number for this event was m5356t504 and not the initial reported lot number of m7066t507. Date of admission: (B)(6) 2018. Date of incident: (B)(6) 2018. Reported: (B)(6) 2018.

Manufacturer narrative:
All information reasonably known as of 04-may-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
One used sample device was received no product packaging was received. The bushing was examined under magnification. There was no visible adhesive residue seen on the outside of the bushing. The components were viewed under uv light. There was no visible evidence of application of adhesive with optical brightener on the bushing. A small point of adhesive was seen on the inside of the cone adapter. Root cause was determined to be a lack of adhesive applied during the manufacturing process. All information reasonably known as of 22-jun-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
Correction: event date. This follow-up two is noted as the 1st sequence of follow-ups for this medwatch. The follow-up one, for this medwatch, noted the all final follow-up information. All information reasonably known as of 26-jun-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.

Event description:
Date of admission: (B)(6) 2018.